Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of "black-like residue in the face tubing, and now my mask has detached in the front and will not fasten securely" per the user. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A device was returned to the manufacturer for evaluation to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device was able to confirm particles in the airpath and no visualization of foam particles. In addition to above findings, there were present of contaminations in the device, which are black, brown and dust-like. There were also present of brown, black, yellow and other unknow residues. Furthermore, there was a large crack in the blower box cap, there were smaller cracks in the air filter slot and on the blower motor ferrite retainment slot. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.